Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to complaints from the patient of decreased visual function due to visually significant cataract with documented visual acuity of 20/30 and glare testing of 20/200. A scleral tunnel incision was created and the icl was explanted. The cataract was removed and an iol was implanted. All incisions were found to be watertight and sutures were not required.

Manufacturer narrative:
The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Per medical review - reportedly icl was explanted one year postoperatively to address decrease in va (20/30) caused by a cataract development. Icl and cataract were removed and iol was implanted at the same surgery date. The patient was doing well. It should be noted that literature reports that (B)(4) of patients develop a cataract following icl implantation but only in (B)(4) progress to clinically significant, especially in high myopes and older patients. According to the report from the surgeon, dated on (B)(6) 2014,there was no vault of the icl prior to the explantation and therefore it was unlikely that cataract was caused by a device. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) . Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon reported when the lens was explanted on (B)(6) 2014 there was no vault of the lens. The surgeon stated when the lens was initially implanted, there was a low vault, but he though the lens would be ok. Over the past year, the vault had gradually become less and less. The initial measurements for this patient were borderline, so the surgeon decided on the 12.6mm. The patient is doing well.